Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding the patient with an implantable neurostimulator (ins). It was reported that the patient had been having aching and severe pain on their lower back coming and going and more recently in the last week or two the pain had been severe and they wanted to know if the wire or ins could have moved or had something to do with the pain. The caller stated that the patient would be fine and then suddenly they would start screaming. The caller stated that the patient had a fall on (B)(6) 2019, down the stairs face down and broke their wrist. The caller also reported that the patient had gone to the ER a week or two ago for their lower back pain. The event occurred on (B)(6) 2020. It was recommended that the caller consult with the patient¿s healthcare provider (hcp) office for next steps. No further complications were reported/anticipated.